Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer went to the emergency room (ER) with an elevated blood glucose (bg) ranging from 300-400 mg/dl. Customer was treated with intravenous fluids of saline and insulin to address bg level. The customer was discharged from the ER three hours later with no permanent damage. Reportedly, insulin drips were intermittently not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, multiple supply changes were performed to address the issues; however, the issue persisted, and the customer reverted to manual daily injections.